Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that his sugar was in the low 40s mg/dl and sky rocketed to 400 mg/dl then dropped down to 50 mg/dl. The customer had readings such as: 63 mg/dl, 103 mg/dl, 88 mg/dl, 285 mg/dl, 50 mg/dl, 114 mg/dl 183 mg/dl and 50 mg/dl. The customer stated that the sensors were really inaccurate. The customer stated that it might have been affected while he was sleeping. The customer declined to speak with helpline. The customer was advised to contact his health care provider regarding low and high blood glucose readings.